Event description:
A misaligned positive sample ID system (barcode scanner) on a clinical chemistry analyzer caused the misidentification of pt sample tubes. The mismatched results were reported to physicians. All affected samples were retested and corrected results were issued. There was no report of pt harm as a result of this event.